Event description:
Related manufacturer reference number 1627487-2022-01006. It was reported that patient experienced stimulation lost due to both of the leads being fractured. As a result, the patient underwent surgical intervention wherein both of the leads were explanted and replaced to address the issue. Reportedly, the issue resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-01006. It was reported that patient experienced stimulation lost due to both of the leads being fractured. As a result, the patient underwent surgical intervention wherein both of the leads were explanted and replaced to address the issue. Reportedly, the issue resolved.